Event description:
A hospital stated that the manometer glass was marked internally, making it difficult to read the scale. This was not used on a patient. Fault was found at hospital stores on receipt.

Manufacturer narrative:
The complaint device was received for investigation. It was in its original packaging and had not been used. Observation confirmed a 'cloudy' mark on the manometer face. The mark was in the vicinity of the 10 to 25 cm h2o area of the scale and was about 1 sq cm in size. Closer examination of the mark showed that it was composed of fine scratches and it was on the outside of the manometer glass (as opposed to the inside which was reported by the hospital). A plastic polishing product applied to the outside of the glass was able to remove the mark completely. It is possible that the mark was made inadvertently during production. Production processes have been reviewed. This report is being filed late as it had been discovered during audit as omitted from reporting.